Manufacturer narrative:
The prod has been rec'd for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific rec'd info that one week post-subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the pt presented to the emergency room with an inappropriate shock. The amplitude of the r-waves had dropped into the noise range. All three sensing vectors were tested and primary with a 2x gain was programmed. Then eight days later, the pt presented again with another inappropriate shock. This time, it appears to be a due to myopotential oversensing. The issue could be reproduced with the pt extending his arms out. The secondary sensing vector was clipped and alternate was too small. Because of prior issues with inappropriate shocks were programming was not effective and with the infected pocket, the physician decided to explant the system. The pt was treated with oral antibiotics and sent home with a life vet until new transvenous system is implanted. No add'l adverse pt effects were reported.